Event description:
The user facility reported that "while the biopsy was being taken and the technician had threaded the forceps through the scope and then she went to open the handle and it popped right off, the thumb part came apart all the way out." The facility reported that this happened twice in the same procedure using a brand new forcep. There was no patient injury reported.

Manufacturer narrative:
The biopsy forcep referenced in this report has not yet been returned to olympus for investigation. The facility has been contacted for additional information, but no additional information has been received. Olympus will continue to investigate this report with the facility. If new and relevant information becomes available at a later date, a supplemental report will be provided. This report is being filed as an MDR in an abundance of caution.